Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Sample was returned in a condition that made analysis impossible. A follow-up report will be filed should any significant supplemental information become available. This MDR is being submitted as part of baxter renal's retrospective review & remediation project. This report is being filed late to fulfill baxter's commitment to perform a two year retrospective review of renal complaints in response to FDA-warning letter chi-07-10.

Event description:
This is a report received by baxter (B)(4) from a nurse of (B)(6). It is reported that a baxter aqualine did not perform as expected. It is reported that the blue clamp was not effective. The reporter stated that when removing the syringe the blood flowed out. According to the reporter, the physician was there at this moment and confirmed that there was no use error. It is reported that this led to a lack of sterility coupled with a high hazard of hemorrhage for the patient. There is no clinical consequences reported for the patient. The sample is available for analysis but is very soiled.